Event description:
The customer stated she was hospitalized for low blood glucose readings. No blood glucose reading was reported. The customer stated she experienced a seizure as well. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.